Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that the device was inserted without difficulty. The needles were deployed and upon retraction of the plunger, a cuff miss was noted. The foot was then parked. In the attempt to retract the device, the device could not be removed. The operator then applied light pressure around the device. Another technician and a physician decided to use hemostats to widen the track and remove the device. It was reported that the site started to bleed profusely. A femostop was applied to the groin. Eleven hours later, the femostop was removed and it was reported that the pt began to hemorrhage. Manual compression was applied immediately to control the bleeding. The pt was taken to surgery for vessel repair with a 6.0-prolene suture. The surgeon reported that a 1 cm "incision" was noted in the artery. It was reported that the pt received 50 units of blood products. After surgery, the pt was diagnosed with disseminated intravascular coagulation and expired two days after surgery. Though requested, no additional info was provided.

Event description:
Subsequent to the initial medwatch submission, the following info was rec'd: the pt rec'd a total of 23 units of blood products and not the previously reported 50 units.